Event description:
Patient reported approx 5 months after injection with unspecified juvederm in the "lower jaw area" and "near" the marionette lines they developed a possible "biofilm," "staph infection" and "(B)(6)" at the injection sites. The dermal filler was "coming out" of the patient's "pores" and the patient's "skin was peeling." "Antibiotics" and "steroids" were provided as treatment.

Manufacturer narrative:
Allergen is unable to confirm with the healthcare professional, therefore, add'l event, product, or patient details are not available. The events of "biofilm," "staph infection," "mrsa," dermal filler "coming out of" the patient's "pores," and peeling skin are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.